Event description:
It was reported a patient underwent an unknown surgery on an unknown date in (B)(6) 2026 a topical skin adhesive was used. The dermabond arrives with the packaging open. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: dermabond prineo 22cm msh 3.8ml adhesive (clr222): both parts dermabond prineo 22cm msh 3.8ml adhesive (clr222): batch/lot number: 10cbhq list the j&j products that were used during the case but did not contribute to the reported event. ## ***. Was there any harm to the reported patient or user? ## no ***. Was there a significant delay? ## no ***. If available, please provide the product order number (po). ## (B)(4)***. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the sterility of the device compromised? - please describe the sterile packaging: - were there any issues with the seal of the sterile packaging? - are there any tears/holes in the sterile packaging? - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided - please provide the source or name of person providing answers to follow-up questions: a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.